Event description:
It was reported that the local field representative had difficulty interrogating this implantable cardioverter defibrillator while attempting to program therapy off due to the patient being in hospice. She stated she could feel the device but could not interrogate it. A technical services consultant discussed troubleshooting options.